Manufacturer narrative:
The device history record for the reported lot number,0203028228, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 28-feb-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 2026095-2019-00034 for the first event. Fill volume: 270 ml, flow rate: 4 ml/hr, procedure: unknown, cathplace: unknown, start date/time: (B)(6) 2019 at 1255, stop date/time: (B)(6) 2019 at 0200. It was reported the on-q device ran out sooner than expected. There was no reported patient injury. Additional information received (B)(6) 2019 stated the reporting pharmacist called to notify that the sample was discarded and not available to return anymore. No additional information was provided.